Event description:
It was reported that the wake button was sticking, the pump battery was depleting quickly, and there were unknown alarms. A replacement pump was sent to resolve the issue. It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Customer's mother gave them orange juice to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.